Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cells had mismatched. The root cause of the defective cells was unable to be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective battery pack and the open wire. Battery sn (B)(4) mfg. Date: 09/01/2016. Electrode belt sn (B)(4) mfg. Date: 07/01/2016.

Event description:
A us distributor reported that a patient's battery pack was causing faults and that the patient was receiving service code 204 - belt/monitor unusable.